Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that, "sales rep was using operative technique for adm, page one, table one, the liner and insert compatibility chart. Surgeon was using trident psl shell 56mm, the alpha code is "f", rep grabbed the appropriate liner for that shell and on the packaging it says 46. He then went and got the 46 adm insert and that turned out of to be the incorrect insert. The packaging that they have rolled out for this product is inadequate and confusing which led to wasting an implant."